Event description:
It was reported that the device issue was able to solve this case by exchanging the temperature cable. Per follow up information received via email on 31may2024, device would be repaired in the hospital by medtech. No patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed temperature out cable. Per wo update, sales rep was able to solve this case by exchanging the temp out cable. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the device issue was able to solve this case by exchanging the temperature cable. Per follow up information received via email on 31may2024, device would be repaired in the hospital by medtech. No patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed temperature out cable. Per wo update, sales rep was able to solve this case by exchanging the temp out cable. A DHR review is not required as the serial number is unknown. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the cooling did not work in an arctic sun device. Per follow up information received via email on 31may2024, device would be repaired in the hospital by medtech. No patient involvement.